Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out due to normal eri, oversensing of noise was observed on the rv lead. No electrical abnormalities were noted prior to changeout. The lead was capped and replaced. The patient was stable throughout the procedure and there were no adverse outcomes noted.